Manufacturer narrative:
(B)(4).

Event description:
The customer's daughter reported she was concerned with coaguchek meter readings from both the customer's personal meter and a professional coaguchek xs meter. This medwatch is for the combination of the nurse's meter and strips. Refer to medwatch with patient identifier (B)(6) for the combination of the customer's meter and strips. The nurse initially tested the customer on the customer¿s meter and strips and the result was 4.9 inr. Thirty minutes later around 1:30 pm, the nurse at the assisted living facility tested the customer on a different finger using coaguchek xs meter serial number (B)(4) and strips. The result was 3.6 inr. Both of the results were reported to the doctor. Neither the customer's daughter nor the doctor¿s office was certain which result was correct. The customer was not adversely affected. The coumadin dose was held for two days. The customer did not have any symptoms such as bleeding or bruising. The customer was not suffering from an autoimmune disease and had no renal or liver insufficiency. The customer was not anemic and had no antiphospholipid antibodies. The customer's hematocrit was unknown. The customer's normal range was 2.5 -3.5 inr. The meter and strips were requested to be returned for investigation.

Manufacturer narrative:
Coaguchek meter serial number (B)(4) and two vials of coaguchek test strips lot 20619811 were received for investigation. The returned meter and strips were tested in comparison to a retention meter and masterlot strips (230734). Two human blood samples from warfarin donors and internal reference meters were used. Donor 1: 2.4 inr, hematocrit 40%. Donor 2: 2.1 inr, hematocrit 41%. Donor 1: master lot: 2.5 inr, customer strip and meter: vial 1=2.5 inr, vial 2=2.4 inr. Donor 2: master lot: 2.1 inr, customer strip and meter: vial 1=2.1 inr, vial 2=2.1 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material met the specification. Relevant retention test strips (lot 206198-11) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred and retention samples were acceptable.